Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds in all configurations when tested through a programmer. The lv lead was capped, and remains in the patient out of service. A new lead was implanted. No patient complications have been reported as a result of this event.